Event description:
It was reported via phone call that the customer got back in contact to perform the high pressure test. The insulin pump failed the high pressure test; it did not alarm no delivery and insulin did not exit the tubing. Customer was instructed to repeat the high pressure test and the insulin pump alarmed motor error. Blood glucose value was 6.5 mmol/l. Customer was advised to discontinue the use of the device and revert to a back a plan and a replacement insulin pump was sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-51767.